Event description:
Pt admitted to hosp 8/18/1998 with diagnosis of fractured right hip. Decrease oxygen saturation and cardiac arrythmia noted in emergency department. Admitted to coronary care unit and stabilized. To or on 8/21/1998 for right hemi-arthroplasty. At end of procedure pt experienced bradycardia. Cardiopulmonary resuscitation initiated and pt stabilized. Pt transferred to post anesthesia care unit and again developed bradycardia as well as difficulties in ventilation. Efforts to revive pt were unsuccessful.